Event description:
The cutter broke during operation. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The visual inspection revealed the blades of the cutters were partially sheared off and badly damaged. The manufacturing and material records do not show any abnormalities and allocate that these devices met fully to our specification when left our facilities. It is possible that the blades got damaged during forcible or inadequate use and mechanical overloading. No material or product related fault was found. The investigation determined this complaint to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)